Event description:
"Pt was under tpn procedure. During their morning toilet pt coughed and bleeding occurred from under the dressing. The catheter was broken . Pt called the ambulance. Ambulance personnel tied up the remaining part of the catheter with suture and rushed pt to the hosp. Catheter was removed , the tip was too short for repairing."